Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic to attempt to program around the intermittent phrenic stimulation they experienced from their right atrial lead since the device upgrade procedure in (B)(6) 2019. After the programming changes were made, more phrenic stimulation was observed. An x-ray was performed prior to the clinic visit and after evaluation it was determined that the right atrial lead was dislodged. The device was reprogrammed vvir. The patient will continue with their in-clinic follow-ups. The patient was stable.